Event description:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of abortion spontaneous ("pregnancy (stillbirth/ miscarriage)"), pelvic pain ("pelvic pain") and pregnancy with contraceptive device ("pregnancy with contraceptive device") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 5 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010)). On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient experienced weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period was not provided. The patient was treated with salpingectomy (bilateral). At the time of the report, the abortion spontaneous, dysmenorrhoea, dyspareunia, pelvic pain, migraine, headache, weight increased and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('pregnancy (stillbirth/ misscarriage)') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 23-year-old female patient who had essure (batch no. 863568,880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010)). On (B)(6) 2013: home pregnancy test : miscarriage. Current weight as of (B)(6) 2018: 221 lbs. Approximate weight at the time of essure placement 180 lbs. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Lot number: 863568 manufacturing date: 2011-05 expiration date: 2014-05. Lot number: 880434 manufacturing date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 26-may-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), abortion spontaneous ('pregnancy (stillbirth/ misscarriage)') and pregnancy with contraceptive device ('pregnancy with contraceptive device') in a 23-year-old female patient who had essure (batch no. 863568,880434) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 5 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008, (B)(6) 2009, (B)(6) 2010)). On (B)(6) 2013: home pregnancy test : miscarriage current weight as of (B)(6) 2018: 221 lbs. Approximate weight at the time of essure placement 180 lbs. On an unknown date, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2012, the patient was found to have weight increased ("weight gain"). On (B)(6) 2012, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2012, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea(cramping)"). On an unknown date, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy(bilateral removal of fallopian tube)). At the time of the report, the pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, dyspareunia, migraine, headache and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, dysmenorrhoea, dyspareunia, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 81.64 kgs. Lot number: 863568 manufacture date: 2011/05 expiration date: 2014/05 lot number: 880434 manufacture date: 2011/07 expiration date: 2014/07 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-sep-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.